Event description:
Per the clinic, the device was explanted due to unspecified reasons (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.